Event description:
Reporter alleged obtaining the results of 393 mg/dl, 151 mg/dl and 155 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The manufacturer received information of a patient expiring while using the remstar auto a-flex CPAP device. Although the reported event occurred on (B) (6) 2010, the manufacturer was not notified of the event until (B) (6) 2010. The device has not been returned to the manufacturer for investigation. The manufacturer will submit a follow up report when the investigation is completed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.